Event description:
The customer reported that the ventilator was on standby prior to patient use and it started alarming and the screen went blank. The alarm silence button continued to flash even with the ventilator turned off. The re-booted the ventilator but it continues to have blank screen. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. After powering on the screen remained blank and all led¿s were illuminated constantly. Attempted to upload software but communication would not initiate. Isolated to issue to a corrupted boot loader in software version 4.6. Neither the failure analysis lab nor engineering has been able to reproduce this issue during normal operation and has only been seen during a power-up. Findings/root-cause: reported blank screen issue was duplicated and isolated to a corrupted boot loader. The carefusion failure analysis technician evaluated the control pcba and after multiple attempts of j-tagging the pcba in order to re-load the boot loader the factory service technician was unable to initiate the loading process for the boot loader, however the dumping of all files were successful. After a visual inspection of the pcba u501 leads, which is the plcc socket, were found to have been physically pulled forcefully off of the mating pads causing an electrical disconnect in the circuitry. Findings/root-cause: physically damaged plcc socket receptacle caused multiple open¿s in the circuit and not allowing boot loader to load to correct blank screen issue.

Manufacturer narrative:
(B)(4). The care fusion field service technician evaluated the ventilator and replaced defective user interface module to fix the reported issue. Ventilator tested and meets factory specifications.